Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 255 mg/dl. System check with tandem technical support was unable to identify a source of the blockage. A supply change was performed to address the occlusion.